Manufacturer narrative:
Concomitant products: 6947m62 lead, implanted: (B)(6) 2015, 5071-53 lead, implanted: (B)(6) 2016 product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found and analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached recommended replacement time (rrt) with early battery depletion and it was noted the left ventricular (lv) lead had a high threshold value. The crt-d was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.